Event description:
It was reported that inadequate morphology scores were noted on the device. The device was reprogrammed; however, inadequate morphology scores were again noted. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating additional reprogramming was performed. The patient was in stable condition.